Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported that during an operation the user got the mirror of the eye tracker dirty by mistake. Patient was not affected.

Manufacturer narrative:
Additional information provided. At the visit on site, the field service engineer could recognize the reported event and replaced the eye tracker mirror. The root cause could be identified as contamination during surgery. The manufacturer internal reference number is: (B)(4).